Event description:
It was reported that the user awoke with a blood glucose of 272 mg/dl and found a damp, partially detached infusion site; customer care guided a supply change through pump disconnection and rewind, after which the user completed the process independently, with the device identified as an ilet system and the specific device component not established due to insufficient information. Investigation of this case revealed no findings available, and the medical device problem and device component could not be fully characterized due to insufficient information. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.